Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are hospitalized due to diabetic ketoacidosis. Customer¿s blood glucose was unknown at time of incident. Customer states that they did not got any alert or alarm to indicate something wrong. Insulin pump will not be return for analysis.